Event description:
Caller reportedly received the following results on an compact plus meter, compared to a professional meter, within 10 minutes: 220 mg/dl (compact plus) and 110 mg/dl (nurse's meter) caller states that he was having hypoglycemic symptoms at the time of the reading of 220 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.